Event description:
The customer reported that while using an adult star ventilator on a pt, the ventilator stopped ventilating with no visual or audible indicators. The customer stated that the hospital was conducting power tests at the time and interrupted the ac power to the vent. The facilities biomed department determined that the ventilator did not transition over to the internal 12 volt battery because the battery was bad and could not support the ventilator's operation. The ventilator also could not support a "power loss" audible alarm because the secondary power loss alarm battery was also bad. The 12 volt battery was several years overdue for replacement. There was no adverse outcome to the pt as a result of the event.